Event description:
It was reported that the patient presented to the emergency department with fever, and the wounds were red, hot, and tender on palpation of both incisions following the lead revision procedure on (B)(6) 2026. Reference: mfg report # 3021520203-2026-0076. There was discharge at the implantable pulse generator (ipg) site. There were no signs of infection during the device activation post-revision procedure on (B)(6) 2026. The patient was treated with antibiotics (intravenous and oral). Blood and cultures were taken, confirming infection. The type of infection was not disclosed to mainstay medical limited (mml). As a result, the device was explanted, and wound washout was performed. The ipg and leads were successfully removed without complications. There was no report of patient harm or injury. The leads were kept by the hospital for culture analysis. The ipg and lead device history records, including sterilization, were reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml# (B)(4).